Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: 500cc mentor memorygel breast implant (catalog #: 3505004bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with a 475cc mentor memorygel breast implant and experienced postoperative right-sided grade IV capsular contracture. The patient stated that her right breast developed hardness within 6 months of implantation. A physician gave her antibiotics, and it did not resolve the issue. The patient is being tested for possible alcl due to dark green discharge that she experienced. At the time of this report, alcl is not confirmed by a physician, and the patient is planning on a revision surgery for the capsular contracture. If additional information is received in the future, this file will be updated, and a supplemental report will be submitted as appropriate.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding date of explantation. The patient underwent removal and replacement with two 475cc mentor memorygel breast implant on (B)(6) 2019. On (B)(6) 2019, patient codes local reaction and onset seroma were added to more accurately capture the patient¿s reported symptoms. Manufacturer's reference number: (B)(4).